Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("heavy bleeding") and vulvovaginal injury ("infection (bladder/urinary tract/vaginal): type-abscess due to vaginal tear during essure removal, causing infection/ plaintiff suffers from severe pain when she has bowel movement,due to scar tissue which has formed from vaginal tear during removal") in an adult female patient who had essure (batch no. C22909) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity (bmi-34.06), paraesthesia upper limb, cesarean section (B)(6) 2015), galactorrhea, asthma, vaginal bleeding and tachycardia. Essure confirmation test(s) conducted on (B)(6) 2015. Results: total bilateral occlusion. Concurrent conditions included numbness of upper extremities (rt arm pain/numbness rad from shoulder to hand), dizziness, headache, anxiety, rheumatoid arthritis (family history: rheumatoid arthritis: mother, maternal aunt, maternal grandmother), abdominal pain lower, bloating, hot flashes, night sweat, pelvic pain, hives, depressed mood, muscle spasm, weight gain, dyspareunia, breast discharge and contact dermatitis. The patient also had a family history of rheumatoid arthritis. Concomitant products included hydrocodone bitartrate;paracetamol (norco), ibuprofen (motrin), ketorolac, medroxyprogesterone acetate (depoprovera) and nortriptyline. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced dysmenorrhoea ("severe menstrual pain/ dysmenorrhea/ dysmenorrhea(cramping)"), dyspareunia ("dyspareunia/ dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia/ apareunia (inability to have sexual intercourse)"), pelvic pain ("pain/ pelvic pain"), abdominal pain ("abdominal pain") and back pain ("back pain") and was found to have weight increased ("weight gain"). In (B)(6) 2015, the patient experienced alopecia ("hair loss"), allergy to metals ("nickel allergy/ nickel allergy including metal taste in mouth"), dysgeusia ("nickel allergy including metal taste in mouth"), rash ("rashes or skin conditions- type: skin rash, bumps, dry patches and itching"), skin disorder ("rashes or skin conditions- type: skin rash, bumps, dry patches and itching"), dry skin ("rashes or skin conditions- type: skin rash, bumps, dry patches and itching") and pruritus ("rashes or skin conditions- type: skin rash, bumps, dry patches and itching"). In (B)(6) 2015, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), vulvovaginal injury (seriousness criterion medically significant) with vaginal abscess and vaginal infection, anxiety ("anxious"), depression ("depressed"), scar pain ("severe pain due to scar tissue"), scar ("severe pain due to scar tissue/ following removal plaintiff suffers from severe pain due to scar tissue which has formed from vaginal tear during removal") and dyschezia ("following removal surgery and subsequent hospitalization,plaintiff suffers from severe pain when she has bowel movement,due to scar tissue which has formed from vaginal tear during removal"). The patient was treated with hydrocodone bitartrate;paracetamol (vicodin), ibuprofen, tramadol and surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2015. At the time of the report, the genital haemorrhage, vulvovaginal injury, dysmenorrhoea, dyspareunia, anxiety, depression, vaginal haemorrhage, menorrhagia, female sexual dysfunction, fatigue, alopecia, allergy to metals, dysgeusia, pelvic pain, abdominal pain, back pain, rash, skin disorder, dry skin, pruritus, weight increased, scar pain, scar and dyschezia outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, back pain, depression, dry skin, dyschezia, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, pelvic pain, pruritus, rash, scar, scar pain, skin disorder, vaginal haemorrhage, vulvovaginal injury and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.1 kg/sqm. Hysterosalpingogram - on an unknown date: results: confirmed full occlusion and proper placement. Pregnancy test - on (B)(6) 2015: result- negative. Ultrasound pelvis - on (B)(6) 2015: endometrial stripe note well seen however contains a small amount of fluid. Small amount of free fluid in pelvis. Left ovary not visualized. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, weight increased, dyspareunia, allergy to metals. Most recent follow-up information incorporated above includes: on 15-apr-2019: plaintiff fact sheet and medical records received : lot number added. Events added : vaginal haemorrhage, menorrhagia, female sexual dysfunction, fatigue, hair loss, vaginal abscess, vulvovaginal injury, vaginal infection, allergy to metals, dysgeusia, pelvic pain, abdominal pain, back pain, rash, pruritus, dry skin, skin disorder, weight increased, scar pain, scar, dyschezia. Severity of events ¿dyschezia, pelvic pain, abdominal pain, back pain¿ updated. Reporter information and patient details updated. Product indication added. Implant date and removal date updated. Event onset date updated. Treatment and concomitant products added. Patients¿ medical history and lab details added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("heavy bleeding") and vulvovaginal injury ("infection (bladder/urinary tract/vaginal): type-abscess due to vaginal tear during essure removal, causing infection/ "plaintiff" suffers from severe pain when she has bowel movement,due to scar tissue which has formed from vaginal tear during removal") in an adult female patient who had essure (batch no: c22909) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity (bmi-34.06), paraesthesia upper limb, cesarean section ( on (B)(6) 2015), galactorrhea, asthma, vaginal bleeding and tachycardia. Essure confirmation test(s) conducted on (B)(6) 2015. Results: total bilateral occlusion. Concurrent conditions included numbness of upper extremities (rt arm pain/numbness rad from shoulder to hand), dizziness, headache, anxiety, rheumatoid arthritis (family history: rheumatoid arthritis: mother, maternal aunt, maternal grandmother), abdominal pain lower, bloating, hot flashes, night sweat, pelvic pain, hives, depressed mood, muscle spasm, weight gain, dyspareunia, breast discharge female and contact dermatitis. The patient also had a family history of rheumatoid arthritis. Concomitant products included hydrocodone bitartrate;paracetamol (norco), ibuprofen (motrin), ketorolac, medroxyprogesterone acetate (depoprovera) and nortriptyline. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced dysmenorrhoea ("severe menstrual pain/ dysmenorrhea/ dysmenorrhea (cramping)"), dyspareunia ("dyspareunia/ dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)", menorrhagia ("abnormal bleeding (vaginal, menorrhagia)", female sexual dysfunction ("apareunia/ apareunia (inability to have sexual intercourse)"), pelvic pain ("pain/ pelvic pain"), abdominal pain ("abdominal pain") and back pain ("back pain") and was found to have weight increased ("weight gain"). On (B)(6) 2015, the patient experienced alopecia ("hair loss"), allergy to metals ("nickel allergy/ nickel allergy including metal taste in mouth"), dysgeusia ("nickel allergy including metal taste in mouth"), rash ("rashes or skin conditions- type: skin rash, bumps, dry patches and itching"), skin disorder ("rashes or skin conditions- type: skin rash, bumps, dry patches and itching"), dry skin ("rashes or skin conditions- type: skin rash, bumps, dry patches and itching") and pruritus ("rashes or skin conditions- type: skin rash, bumps, dry patches and itching"). On (B)(6) 2015, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), vulvovaginal injury (seriousness criterion medically significant) with vaginal abscess and vaginal infection, anxiety ("anxious"), depression ("depressed"), the first episode of scar pain ("severe pain due to scar tissue"), the second episode of scar pain ("severe pain due to scar tissue/ following removal "plaintiff" suffers from severe pain due to scar tissue which has formed from vaginal tear during removal") and dyschezia ("following removal surgery and subsequent hospitalization, "plaintiff" suffers from severe pain when she has bowel movement, due to scar tissue which has formed from vaginal tear during removal"). The patient was treated with hydrocodone bitartrate; paracetamol (vicodin), ibuprofen, tramadol and surgery (salpingectomy (bilateral removal of fallopian tubes). Essure was removed on (B)(6) 2015. At the time of the report, the genital haemorrhage, vulvovaginal injury, dysmenorrhoea, dyspareunia, anxiety, depression, vaginal haemorrhage, menorrhagia, female sexual dysfunction, fatigue, alopecia, allergy to metals, dysgeusia, pelvic pain, abdominal pain, back pain, rash, skin disorder, dry skin, pruritus, weight increased, the last episode of scar pain and dyschezia outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, back pain, depression, dry skin, dyschezia, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, pelvic pain, pruritus, rash, skin disorder, vaginal haemorrhage, vulvovaginal injury, weight increased, the first episode of scar pain and the second episode of scar pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.1 kg/sqm. Hysterosalpingogram: on an unknown date: results: confirmed full occlusion and proper placement. Pregnancy test: on (B)(6) 2015: result- negative. Ultrasound pelvis: on (B)(6) 2015: endometrial stripe note well seen however contains a small amount of fluid. Small amount of free fluid in pelvis. Left ovary not visualized. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, weight increased, dyspareunia, allergy to metals quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-apr-2019: quality-safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('heavy bleeding') in an adult female patient who had essure (batch no. C22909) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity (bmi-34.06), paraesthesia upper limb, cesarean section ((B)(6) 2015), galactorrhea, asthma, vaginal bleeding and tachycardia. Essure confirmation test(s) conducted on (B)(6) 2015. Results: total bilateral occlusion. Concurrent conditions included numbness of upper extremities (rt arm pain/numbness rad from shoulder to hand), dizziness, headache, anxiety, rheumatoid arthritis (family history: rheumatoid arthritis: mother, maternal aunt, maternal grandmother), abdominal pain lower, bloating, hot flashes, night sweat, pelvic pain, hives, depressed mood, muscle spasm, weight gain, dyspareunia, breast discharge female and contact dermatitis. The patient also had a family history of rheumatoid arthritis. Concomitant products included hydrocodone bitartrate;paracetamol (norco), ibuprofen (motrin), ketorolac, medroxyprogesterone acetate (depoprovera) and nortriptyline. On (B)(6) 2015, the patient had essure inserted. In june 2015, the patient experienced dysmenorrhoea ("severe menstrual pain/ dysmenorrhea/ dysmenorrhea(cramping)"), dyspareunia ("dyspareunia/ dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia/ apareunia (inability to have sexual intercourse)"), pelvic pain ("pain/ pelvic pain"), abdominal pain ("abdominal pain") and back pain ("back pain") and was found to have weight increased ("weight gain"). In july 2015, the patient experienced alopecia ("hair loss"), allergy to metals ("nickel allergy/ nickel allergy including metal taste in mouth"), dysgeusia ("nickel allergy including metal taste in mouth"), rash ("rashes or skin conditions- type: skin rash, bumps, dry patches and itching"), skin disorder ("rashes or skin conditions- type: skin rash, bumps, dry patches and itching"), dry skin ("rashes or skin conditions- type: skin rash, bumps, dry patches and itching") and pruritus ("rashes or skin conditions- type: skin rash, bumps, dry patches and itching"). In december 2015, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), vulvovaginal injury ("infection (bladder/urinary tract/vaginal): type-abscess due to vaginal tear during essure removal, causing infection/ plaintiff suffers from severe pain when she has bowel movement,due to scar tissue which has formed from vaginal tear during removal") with vaginal abscess and vaginal infection, anxiety ("anxious"), depression ("depressed"), the first episode of scar pain ("severe pain due to scar tissue"), the second episode of scar pain ("severe pain due to scar tissue/ following removal plaintiff suffers from severe pain due to scar tissue which has formed from vaginal tear during removal"), dyschezia ("following removal surgery and subsequent hospitalization,plaintiff suffers from severe pain when she has bowel movement,due to scar tissue which has formed from vaginal tear during removal") and urticaria ("hives"). The patient was treated with hydrocodone bitartrate;paracetamol (vicodin), ibuprofen, tramadol and surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2015. At the time of the report, the genital haemorrhage, vulvovaginal injury, dysmenorrhoea, dyspareunia, anxiety, depression, vaginal haemorrhage, menorrhagia, female sexual dysfunction, fatigue, alopecia, allergy to metals, dysgeusia, pelvic pain, abdominal pain, back pain, rash, skin disorder, dry skin, pruritus, weight increased, the last episode of scar pain, dyschezia and urticaria outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, back pain, depression, dry skin, dyschezia, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, pelvic pain, pruritus, rash, skin disorder, urticaria, vaginal haemorrhage, vulvovaginal injury, weight increased, the first episode of scar pain and the second episode of scar pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.1 kg/sqm. Hysterosalpingogram - on an unknown date: results: confirmed full occlusion and proper placement. Pregnancy test - on (B)(6) 2015: result- negative. Ultrasound pelvis - on (B)(6) 2015: endometrial stripe note well seen however contains a small amount of fluid. Small amount of free fluid in pelvis. Left ovary not visualized.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, weight increased, dyspareunia, allergy to metals quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received. Event hives were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), dyspareunia ("dyspareunia"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (undergo a salpingectomy with removal of the essure device). Essure was removed in (B)(6) 2015. At the time of the report, the genital haemorrhage, dysmenorrhoea, dyspareunia, anxiety and depression outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia and genital haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed full occlusion and proper placement. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.